Event description:
This is filed to report tissue damage, difficult deployment, and unintended movement it was reported this was a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4 and mean pressure gradient of 4mmhg. It was noted the patient had a history of previous heart surgery for aortic stenosis with implantation of prosthetic mechanical aortic valve, heart failure, small restricted posterior leaflet, prolapsed anterior leaflet, fibrosed-calcified anterior leaflet, rotated heart, and calcified annulus. The steerable guide catheter (sgc) was inserted, and all steps were performed per the instructions for use (IFU). When the dilator was removed from the sgc, a small moving structure, which was suspected to be thrombus or tissue fragment, was observed at the tip of the catheter. Act was at 370 during the procedure, so it was suspected the structure was tissue damage. However, this was unable to be confirmed. Several attempts were performed to aspirate the structure but were unsuccessful. Therefore, the sgc was removed. Upon removal, no structure was observed and tip of the sgc was slightly bent. A new sgc used and an ntw clip (20907r1036) was inserted. Due to challenging anatomical conditions, the positioning the clip and grasping were difficult. Several grasping attempts were performed with suboptimal results. It was then observed the anterior leaflet became entangled in the clip. It was noted the clip moved in an unintended direction as normal steering maneuvers would move the clip in a difficult direction. Troubleshooting was performed and the clip was able to be retracted into the left atrium (la). However, a flail on the anterior leaflet and chordal rupture were observed. The clip was removed and an additional ntw clip (21006r1093) was inserted. Positioning and grasping were again difficult. The leaflets were successfully grasping, but mr was unable to be reduced and the gradient increased to a grade of 6mmhg. Therefore, the clip was removed, and the procedure was discontinued. Mr remained at a grade of 4 and the gradient returned to 4mmhg. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced in event is being filed under a separate medwatch report number.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement (sleeve steering issues) was not confirmed via device analysis. The reported difficult or delayed positioning (anatomy), difficult to remove (anatomy), and positioning failure (leaflet grasping ¿ clip not implanted) could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and without the device to analyze, the reported unspecified tissue injury associated with the anterior flail and ruptured chordae was due to the difficult removing the device from anatomy. The reported difficult to remove (anatomy) associated with the clip becoming entangled with the anterior leaflet was due to procedural circumstances (rotated heart, a small/ restricted posterior leaflet, a large posterior leaflet indentation, a calcified/ billowing anterior leaflet, and mitral annular calcification) in conjunction with the difficult steering and positioning. The reported unintended movement (sleeve steering issues) associated with steering maneuvers causing unexpected movements, the reported difficult or delayed positioning (anatomy) associated with the difficult positioning, and the reported positioning failure (leaflet grasping ¿ clip not implanted) associated with the grasping difficulty, appear to be due to challenging patient anatomy (rotated heart, a small/ restricted posterior leaflet, a large posterior leaflet indentation, a calcified/ billowing anterior leaflet, and mitral annular calcification). The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.h6 type of investigation code 4115 was removed.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and without the device to analyze, the reported unspecified tissue injury associated with the anterior flail and ruptured chordae was due to the difficult removing the device from anatomy. The reported difficult to remove (anatomy) associated with the clip becoming entangled with the anterior leaflet was due to procedural circumstances (rotated heart, a small/ restricted posterior leaflet, a large posterior leaflet indentation, a calcified/ billowing anterior leaflet, and mitral annular calcification) in conjunction with the difficult steering and positioning. The reported unintended movement (sleeve steering issues) associated with steering maneuvers causing unexpected movements, the reported difficult or delayed positioning (anatomy) associated with the difficult positioning, and the reported positioning failure (leaflet grasping ¿ clip not implanted) associated with the grasping difficulty, appear to be due to challenging patient anatomy (rotated heart, a small/ restricted posterior leaflet, a large posterior leaflet indentation, a calcified/ billowing anterior leaflet, and mitral annular calcification). The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.